Event description:
A discrepant ethanol result for one female pt reported. Initial result >100 mg/dl, repeated using different methodology gave a negative result. No info provided to determine if results were used to guide therapy. If add'l info is received, appropriate notification will be provided.